Manufacturer narrative:
Product ID 3778-75, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 3778-75, serial# (B)(4); product type lead product ID 37743, serial# (B)(4), implanted: 2013 (B)(6); product type programmer, patient. (B)(4).

Event description:
It was reported that the patient underwent a revision in (B)(6) 2013. The reason for this was unknown, but it was thought to reposition the implant. Additional information about this event and outcome was requested from the patients physician.